Event description:
Pt reported obtaining a blood glucose result of 225mg/dl on the suspect device. Pt's blood glucose was immediately retested, on a physician's device, with a result of 110mg/dl. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement was shipped.